Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had frozen display. Customer reported that the pump had beeped loudly and medtronic was frozen on the screen. Customer reported that frozen display did not reoccur after installing a new battery and monitoring insulin pump for 2 hours. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring: black. Customer returned, insulin pump for alleged frozen display found on 1/14/2022. Device was received, with a blank display, due to moisture damage on the electronic assembly (pcba 1 and pcba 2). Pcba 1 and pcba 2 were cleaned with isopropyl alcohol with no effect. A test pcba 1 and then a test pcba 2 were swapped out and blank display remained. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify frozen display, due to blank display. Moisture damage was also found inside of the battery tube, on the motor and force sensor, during visual inspection. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted, during physical inspection: scratched case, pillowing keypad overlay, stained serial number label, stained keypad overlay, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Frozen display is unknown, due to a blank display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.